Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump received with no button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Unable to verify battery charge anomaly.

Event description:
Information received by medtronic indicated that the insulin pump batteries not last for 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.